Manufacturer narrative:
An investigation was performed for the reported customer complaint: ¿the customer reports the plunger is getting stuck in the barrel. Due to the defective syringe, vaccine spill occurs during the process since the syringe could not draw the vaccine coming out of the filling machine.¿ a review of the device history record (DHR) for lot no. 713810 indicated the product was released meeting all quality standards. All dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. Specifically, samples are taken throughout the production of the lot and checked for damage and plunger movement. Maintenance records (corrective and preventive), calibration records, process monitoring data and machine set up were all reviewed with no issues related to the reported condition. There were no changes to the process or materials related to the reported event for this product. Plunger tip traceability was reviewed and the silicone amounts added to the plunger tips were within specification. Twenty-one samples (21) were received. All, but one (1) sample, which was damaged, were tested. The samples were tested for plunger activation and all passed. The reported customer complaint is not confirmed. A root cause could not be determined. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
There were no samples received with this complaint therefore an examination of the reported condition could not be made. A device history record (DHR) review was completed for the lot. There were no manufacturing related issues related to the complaint issued for this lot. The exact root cause of the reported condition could not be determined without an actual sample to examine. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are taken throughout the production of the lot and checked for damage and plunger movement. The lot met all defined acceptance requirements and was released. Since this complaint will be considered unconfirmed no corrective or preventive actions will be taken at this time. If additional information or samples are received, the investigation will resume as needed. This complaint will be used for trending purposes. This information will be utilized for trending purposes to determine the need for corrective actions. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 12/27/2017. An investigation is currently underway. Upon completion, the results will be forwarded. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports the plunger is getting stuck in the barrel. Due to the defective syringe, vaccine spill occurs during the process since the syringe could not draw the vaccine coming out of the filling machine.